Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and got turned off. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at all buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to unresponsive keypad. Blank display not confirmed. Device received with corroded battery tube.